Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device had no image. The remote service engineer (rse) recommend to adding new dicom (digital imaging and communications in medicine) node and rse remotely guided the customer to add dicom node. After adding the dicom node, the system returned to use in good working order.

Event description:
It was reported to philips that there was no image on the azurion device. The device was inside clinical use at the time of the event. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.